Event description:
It was reported that during the performing of hip-joint arthroscopy, the following incident happened. During drilling of the hole for the pushlock implant, the drill (ar-1250lt) broke. Broken part of the step drill shaft remains in the acetabulum of the hip. Metal fragment was completely immersed in the bone without any issues with neighboring tissue. The operating procedure was extended because of the need to use another implant in the same area. Patient outcome: not expected to have any side effects.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore, the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Lot number was not provided so device history record cannot be performed. The complainants event is most likely caused by applying leverage force and/or not aligning coaxial with the bone surface. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Part remains in patient.